Event description:
During attempt to remove inferior vena cava (ivc) filter from a patient, a snare being used broke. It did not appear that the snare was defective, it just wasn't strong enough to remove the ivc filter. The snare was removed from the patient.